Event description:
It was reported that prior to an implant procedure, the medical equipment company representative was unable to interrogate the device. After letting the device "warm up in the house", the device was interrogated and found to be pacing in a ventricular only pacing mode at 65 beats per minute (vvi-65), but elective replacement (eri) was not indicated. The device was reprogrammed to company nominals. The device was not used and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).